Event description:
It was reported the device did not "pass" the weekly test. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available and the testing conducted no malfunction of the device was confirmed. The device presented a notification alerting the user that preventive maintenance is required. The device was calibrated and the equipment is operating as per manufacturer's specifications. The device remains at the customer site and no further evaluation is warranted at this time.